Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-may-2024, it was reported that patient faced an infusion set was coming off on 7th day after application. The infusion set was in use for 5.5 - 6 days. No further information available.

Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6).